Manufacturer narrative:
E1: state: (B)(6). Correction: b1: adverse event/product problem: from: product problem. To: adverse event. Correction b2: outcomes attrib to adv event: from: not applicable (na). To: required intervention to prevent permanent impairment/damage. Correction: b5: event description: additional information received on 02-sep-2020 clarified and translated the term disassociation into meaning dissection. Correction: h1: type of reportable event: from: malfunction. To: serious injury. Correction: h6: patient codes: from: 2199: no consequences or impact to patient. To: 3160: dissection. Correction: h6: device codes: from: 1069: break. To: 2993: adverse event without identified device or use problem.

Event description:
It was reported that difficulty crossing a placed stent, stent damage, and shaft break occurred. A percutaneous coronary intervention (pci) was performed in the proximal left circumflex (lcx) and distal left circumflex (lcx). A non bsc device was previously placed from the left main trunk (lmt) to left anterior descending artery (lad), but the lesion in lcx had progressed and treatment was required to be performed in the lcx. The 90% stenosed target lesion was located in the severely calcified and severely tortuous bifurcation angle from the lmt to lcx. While advancing a non bsc balloon dilatation device, difficulty passing through the bifurcation angle from the lmt to the lcx occurred. The non bsc balloon dilatation device eventually passed through the lesion and predilatation was preformed with the balloon, while using a non bsc guide extension catheter. Following predilatation, a drug coated balloon (dcb) was advanced to the target lesion and was able to dissociate. A 2.75mm x 24mm synergy xd stent was advanced to the distal lcx and was able to cross the lesion and deployed by using two wires and a non bsc guide extension catheter. However, when placing the 2.75mm x 24mm synergy xd stent, the proximal part was disassociated. A 3.00mm x 16mm was then advanced, but severe resistance occurred due the previously placed non bsc stent and calcification. The 3.00mm x 16mm synergy xd was gradually advanced, however the non bsc strut came out and the shaft of the 3.00 x 16mm synergy xd broke due to being pushed continuously. When the 3.00 x 16mm synergy xd was collected, a shaft break was noticed. It was also noticed that the proximal of the mounted part of the stent was lifted. An attempt to advance a 3.5mm x 16mm synergy xd was made, but was unable to advance. It was noted that the 3.5mm x 16mm synergy xd became stuck in the same area and became unusable as the shaft became bent. It was noted that the shaft became bent due to being pushed for awhile. A non bsc stent device was advanced and was able to pass the through the target lesion. It was noted that it was observed that the shaft is weaker than the non bsc device, and if it pushed forcibly, this may cause the shaft to break or kink easily. It was additionally noted that it is necessary to use the device carefully. The non bsc stent that was used as a replacement was bent, but there was no kink.the procedure was completed and no patient complications were reported in relation to this event. It was further reported that a vessel dissection occurred. The vessel diameter was approximately 3.0mm and that the lesion was 16mm in length. It was noted that the vessel itself may have been weak since the vessel dissection occurred when inflation was performed with the non bsc drug coated balloon. It was noted that the characteristics of the synergy is not a contributor or cause of the vessel dissection. It was further reported that the detached shaft portion of the 3.0 x 16mm synergy xd stent was outside of the patient. The detached shaft was removed by simply pulling it out along the monorail lumen. No further patient complications occurred in relation to this event and the patient condition is good. It was further reported that the term dissociate was translated into meaning dissection. Therefore, following predilatation, a drug coated balloon (dcb) was advanced to the target lesion and a dissection occurred which required a stent to be placed. A 2.75mm x 24mm synergy xd stent was advanced to the distal lcx and was able to cross the lesion and deployed by using two wires and a non bsc guide extension catheter. However, when placing the 2.75 x 24mm synergy xd stent, a vessel dissection occurred at the proximal side which required another stent to be advanced to cover the dissection. A 3.00mm x 16mm was then advanced, but severe resistance occurred due to the previously placed non bsc stent and calcification. The 3.00mm x 16mm synergy xd was gradually advanced, however, the non bsc strut came out and the shaft of the 3.00 x16mm synergy xd broke due to being pushed continuously. When the 3.00 x 16mm synergy xd was collected, a shaft break was noticed. An attempt to advance a 3.5mm x 16mm synergy xd was made, but was unable to advance. It was noted that the 3.5mm x 16mm synergy xd became stuck in the same area and became unusable as the shaft became bent. It was noted that the shaft became bent due to being pushed for awhile. A non bsc stent device was advanced and was able to pass the through the target lesion. The non bsc stent that was used as a replacement was bent, but there was no kink. The procedure was completed and no patient complications were reported in relation to this event.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that difficulty crossing a placed stent, stent damage, and shaft break occurred. A percutaneous coronary intervention (pci) was performed in the proximal left circumflex (lcx) and distal left circumflex (lcx). A non bsc device was previously placed from the left main trunk (lmt) to left anterior descending artery (lad), but the lesion in lcx had progressed and treatment was required to be performed in the lcx. The 90% stenosed target lesion was located in the severely calcified and severely tortuous bifurcation angle from the lmt to lcx. While advancing a non bsc balloon dilatation device, difficulty passing through the bifurcation angle from the lmt to the lcx occurred. The non bsc balloon dilatation device eventually passed through the lesion and predilatation was preformed with the balloon, while using a non bsc guide extension catheter. Following predilatation, a drug coated balloon (dcb) was advanced to the target lesion and was able to dissociate. A 2.75mm x 24mm synergy xd stent was advanced to the distal lcx and was able to cross the lesion and deployed by using two wires and a non bsc guide extension catheter. However, when placing the 2.75mm x 24mm synergy xd stent, the proximal part was disassociated. A 3.00mm x 16mm was then advanced, but severe resistance occurred due the previously placed non bsc stent and calcification. The 3.00mm x 16mm synergy xd was gradually advanced, however the non bsc strut came out and the shaft of the 3.00 x 16mm synergy xd broke due to being pushed continuously. When the 3.00 x 16mm synergy xd was collected, a shaft break was noticed. It was also noticed that the proximal of the mounted part of the stent was lifted. An attempt to advance a 3.5mm x 16mm synergy xd was made, but was unable to advance. It was noted that the 3.5mm x 16mm synergy xd became stuck in the same area and became unusable as the shaft became bent. It was noted that the shaft became bent due to being pushed for awhile. A non bsc stent device was advanced and was able to pass the through the target lesion. It was noted that it is necessary to use the device carefully. The non bsc stent that was used as a replacement was bent, but there was no kink. The procedure was completed and no patient complications were reported in relation to this event. It was further reported that a vessel dissection occurred. The vessel diameter was approximately 3.0mm and that the lesion was 16mm in length. It was noted that the vessel itself may have been weak since the vessel dissection occurred when inflation was performed with the non bsc drug coated balloon. It was noted that the characteristics of the synergy is not a contributor or cause of the vessel dissection. It was further reported that the detached shaft portion of the 3.0 x 16mm synergy xd stent was outside of the patient. The detached shaft was removed by simply pulling it out along the monorail lumen. No further patient complications occurred in relation to this event and the patient condition is good.